Manufacturer narrative:
Unit received with unexpected battery power loss due to moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had replaced battery now alarm with prior low battery alarm. The customer¿s blood glucose level was 109 mg/dl. Customer stated that this was the second occurrence of replace battery with prior low battery alert. The insulin pump will be returned for analysis.